Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), fallopian tube perforation ('perforation (fallopian tube)'), pregnancy with contraceptive device ('pregnancy (termination)') and genital haemorrhage ('had bleeding') in a 27-year-old female patient who had essure (batch no. 689929) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included cramp in lower abdomen, endometriosis, nausea, genital haemorrhage, vomiting, multigravida, parity 3 (date of live births: ((B)(6) 2001), ((B)(6) 2004), ((B)(6) 2009).) And ectopic pregnancy. Previously administered products included for birth control: pills. Concurrent conditions included hyperkeratosis, inflammation, bacterial vaginosis, tooth ache, vaginal irritation, tenderness, vaginal infection, pelvic pain female, urinary frequency, ovarian cyst, endoscopy, colonoscopy, ovulation pain and pelvic discomfort. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 3 months 29 days after insertion of essure. In 2011, the patient experienced abdominal pain lower ("lower abdominal pain") and back pain ("back pain"). In 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced migraine ("migraines / headaches"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vaginal infection ("infection(vaginal)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal pain ("belly pain") and medical device site scar ("scaring due to essure / less pain from scaring"). The patient was treated with surgery (on (B)(6) 2012,laparoscopic bilateral tubal ligation with filshe clips and removal of left essure coil). Essure was removed. At the time of the report, the uterine perforation, fallopian tube perforation, pregnancy with contraceptive device, genital haemorrhage, abdominal pain lower, back pain, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, migraine, vaginal discharge, fatigue and abdominal pain outcome was unknown and the medical device site scar was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, abdominal pain lower, back pain, cystitis, fallopian tube perforation, fatigue, genital haemorrhage, medical device site scar, menorrhagia, migraine, pregnancy with contraceptive device, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: no clear information about removal of both the essure devices. 3 coils :left, 2 coils: right. Patent left fallopian tube. Occluded right fallopian tube. Essure placed in left and steps 7 through 10 repeated there were2 coils exposed on the right tube. There was approximately 1.s cm-worth of t he essure coil perforating through the left uterine cornua near where the fallopian tube attached. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: unsuccessful hsg d/t cervical stenosis.; on (B)(6) 2010: occluded right. Patent left; on (B)(6) 2011: total bilateral occlusion, perforation (other) please describe: perforation through left uterine cornua, perforation (fallopian tube), other (please describe) patent right tube, perforation left tube.. Pregnancy test urine - on (B)(6) 2012: negative. Ultrasound abdomen - on (B)(6) 2012: two small ovarian cyst.. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: headache, back pain, vaginal discharge, abdominal pain lower, pregnancy (termination). Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)') and fallopian tube perforation ('perforation (fallopian tube)') in a 27-year-old female patient who had essure (batch no. 689929) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included cramp in lower abdomen, endometriosis, nausea, genital haemorrhage, vomiting, multigravida, parity 3 (date of live births: ((B)(6) 2001), ((B)(6) 2004), ((B)(6) 2009).) And ectopic pregnancy. Previously administered products included for birth control: pills. Concurrent conditions included hyperkeratosis, inflammation, bacterial vaginosis, tooth ache, vaginal irritation, tenderness, vaginal infection, pelvic pain female, urinary frequency, ovarian cyst, endoscopy, colonoscopy, ovulation pain, pelvic discomfort and migraine. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 3 months 29 days after insertion of essure. In (B)(6) 2011, the patient experienced abdominal pain lower ("lower abdominal pain"), back pain ("back pain") and migraine ("migraines / headaches"). In 2011, the patient experienced vaginal infection ("infection(vaginal)"). On (B)(6) 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device ("pregnancy (termination)"). On an unknown date, the patient experienced abdominal pain ("belly pain"), genital haemorrhage ("had bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), scar ("scaring due to essure / less pain from scaring") and complication of device removal ("one cauldn't be removed"). The patient was treated with surgery (on (B)(6) 2012, laparoscopic bilateral tubal ligation with filshe clips and removal of left essure coil). At the time of the report, the uterine perforation, fallopian tube perforation, pregnancy with contraceptive device, abdominal pain, genital haemorrhage, abdominal pain lower, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, migraine, vaginal discharge, fatigue and complication of device removal outcome was unknown and the back pain and scar was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, abdominal pain lower, back pain, complication of device removal, cystitis, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, migraine, pregnancy with contraceptive device, scar, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: no clear information about removal of both the essure devices. 3 coils :left, 2 coils: right. Patent left fallopian tube. Occluded right fallopian tube. Essure placed in left and steps 7 through 10 repeated there were2 coils exposed on the right tube. There was approximately 1.s cm-worth of t he essure coil perforating through the left uterine cornua near where the fallopian tube attached. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: unsuccessful hsg d/t cervical stenosis.; on (B)(6) 2010: occluded right. Patent left; on (B)(6) 2011: total bilateral occlusion, perforation (other) please describe: perforation through left uterine cornua, perforation (fallopian tube), other (please describe) patent right tube, perforation left tube.. Pregnancy test urine - on (B)(6) 2012: negative. Ultrasound abdomen - on (B)(6) 2012: two small ovarian cyst. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: headache, back pain, vaginal discharge, abdominal pain lower, pregnancy (termination). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)') and fallopian tube perforation ('perforation (fallopian tube)') in a 27-year-old female patient who had essure (batch no. 689929) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included cramp in lower abdomen, endometriosis, nausea, genital haemorrhage, vomiting, multigravida, parity 3 (date of live births: (B)(6)2001), (B)(6)2004), (B)(6)2009).) And ectopic pregnancy. Previously administered products included for birth control: pills. Concurrent conditions included hyperkeratosis, inflammation, bacterial vaginosis, tooth ache, vaginal irritation, tenderness, vaginal infection, pelvic pain female, urinary frequency, ovarian cyst, endoscopy, colonoscopy, ovulation pain, pelvic discomfort and migraine. On (B)(6)2010, the patient had essure inserted. On (B)(6)2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 3 months 29 days after insertion of essure. In (B)(6)2011, the patient experienced abdominal pain lower ("lower abdominal pain"), back pain ("back pain") and migraine ("migraines / headaches"). In 2011, the patient experienced vaginal infection ("infection(vaginal)"). On (B)(6)2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6)2012, the patient was found to have a pregnancy with contraceptive device ("pregnancy (termination)"). On an unknown date, the patient experienced genital haemorrhage ("had bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal pain ("belly pain"), scar ("scaring due to essure / less pain from scaring") and complication of device removal ("one couldn't be removed"). The patient was treated with surgery (on (B)(6)2012,laparoscopic bilateral tubal ligation with filshe clips and removal of left essure coil). At the time of the report, the uterine perforation, fallopian tube perforation, pregnancy with contraceptive device, genital haemorrhage, abdominal pain lower, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, migraine, vaginal discharge, fatigue, abdominal pain and complication of device removal outcome was unknown and the back pain and scar was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, abdominal pain lower, back pain, complication of device removal, cystitis, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, migraine, pregnancy with contraceptive device, scar, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: no clear information about removal of both the essure devices. 3 coils :left, 2 coils: right. Patent left fallopian tube. Occluded right fallopian tube. Essure placed in left and steps 7 through 10 repeated there were 2 coils exposed on the right tube. There was approximately 1.s cm-worth of t he essure coil perforating through the left uterine cornua near where the fallopian tube attached. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2010: unsuccessful hsg d/t cervical stenosis.; on (B)(6)2010: occluded right. Patent left; on (B)(6)2011: total bilateral occlusion, perforation (other) please describe: perforation through left uterine cornua, perforation (fallopian tube), other (please describe) patent right tube, perforation left tube.. Pregnancy test urine - on (B)(6)2012: negative. Ultrasound abdomen - on (B)(6)2012: two small ovarian cyst.. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: headache, back pain, vaginal discharge, abdominal pain lower, pregnancy (termination). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2019: pfs received : outcome of the event " back pain" was updated as recovering. Previous frd reported as 10-nov-2019 was incorrect. The correct frd is 10-dec-2019. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), fallopian tube perforation ('perforation (fallopian tube)'), pregnancy with contraceptive device ('pregnancy (termination)') and genital haemorrhage ('had bleeding') in a 27-year-old female patient who had essure (batch no. 689929) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included cramp in lower abdomen, endometriosis, nausea, genital haemorrhage, vomiting, multigravida, parity 3 (date of live births: ((B)(6) 2001), ((B)(6) 2004), ((B)(6) 2009).) And ectopic pregnancy. Previously administered products included for birth control: pills. Concurrent conditions included hyperkeratosis, inflammation, bacterial vaginosis, tooth ache, vaginal irritation, tenderness, vaginal infection, pelvic pain female, urinary frequency, ovarian cyst, endoscopy, colonoscopy, ovulation pain, pelvic discomfort and migraine. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 3 months 29 days after insertion of essure. In (B)(6) 2011, the patient experienced abdominal pain lower ("lower abdominal pain"), back pain ("back pain") and migraine ("migraines / headaches"). In 2011, the patient experienced vaginal infection ("infection(vaginal)"). On (B)(6) 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal pain ("belly pain"), scar ("scaring due to essure / less pain from scaring") and complication of device removal ("one cauldn't be removed"). The patient was treated with surgery (on (B)(6) 2012,laparoscopic bilateral tubal ligation with filshe clips and removal of left essure coil). At the time of the report, the uterine perforation, fallopian tube perforation, pregnancy with contraceptive device, genital haemorrhage, abdominal pain lower, back pain, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, migraine, vaginal discharge, fatigue, abdominal pain and complication of device removal outcome was unknown and the scar was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, abdominal pain lower, back pain, complication of device removal, cystitis, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, migraine, pregnancy with contraceptive device, scar, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: no clear information about removal of both the essure devices. 3 coils :left, 2 coils: right. Patent left fallopian tube. Occluded right fallopian tube. Essure placed in left and steps 7 through 10 repeated there were 2 coils exposed on the right tube. There was approximately 1.s cm-worth of t he essure coil perforating through the left uterine cornua near where the fallopian tube attached. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: unsuccessful hsg d/t cervical stenosis.; on (B)(6) 2010: occluded right. Patent left; on (B)(6) 2011: total bilateral occlusion, perforation (other) please describe: perforation through left uterine cornua, perforation (fallopian tube), other (please describe) patent right tube, perforation left tube. Pregnancy test urine - on (B)(6) 2012: negative. Ultrasound abdomen - on (B)(6) 2012: two small ovarian cyst. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: headache, back pain, vaginal discharge, abdominal pain lower, pregnancy (termination). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-nov-2019: pfs received: reporter information, medical history and event onset date was updated. New event " one couldn't be removed" was added. Event injury updated to scarring. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), fallopian tube perforation ('perforation (fallopian tube)') and ectopic pregnancy with contraceptive device ('pregnancy (ectopic)') in a 27-year-old female patient who had essure (batch no. 689929) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device (termination) in 2012, cramp in lower abdomen, endometriosis, nausea, genital haemorrhage, vomiting, multigravida, parity 3 (date of live births: (B)(6) 2001), (B)(6) 2004), (B)(6) 2009).) And ectopic pregnancy (two ectopic pregnancies). Previously administered products included for birth control: pills. Concurrent conditions included hyperkeratosis, inflammation, bacterial vaginosis, tooth ache, vaginal irritation, tenderness, vaginal infection, pelvic pain female, urinary frequency, ovarian cyst, endoscopy, colonoscopy, ovulation pain, pelvic discomfort and migraine. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 3 months 29 days after insertion of essure. In (B)(6) 2011, the patient experienced abdominal pain lower ("lower abdominal pain"), back pain ("back pain") and migraine ("migraines / headaches"). In 2011, the patient experienced vaginal infection ("infection(vaginal)"). On (B)(6) 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("belly pain"), genital haemorrhage ("had bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), scar ("scaring due to essure / less pain from scaring") and complication of device removal ("one cauldn't be removed"). The patient was treated with surgery (on (B)(6) 2012,laparoscopic bilateral tubal ligation with filshe clips and removal of left essure coil). At the time of the report, the uterine perforation, fallopian tube perforation, ectopic pregnancy with contraceptive device, abdominal pain, genital haemorrhage, abdominal pain lower, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, migraine, vaginal discharge, fatigue and complication of device removal outcome was unknown and the back pain and scar was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain, abdominal pain lower, back pain, complication of device removal, cystitis, ectopic pregnancy with contraceptive device, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, migraine, scar, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: no clear information about removal of both the essure devices. 3 coils :left, 2 coils: right. Patent left fallopian tube. Occluded right fallopian tube. Essure placed in left and steps 7 through 10 repeated there were2 coils exposed on the right tube. There was approximately 1.s cm-worth of t he essure coil perforating through the left uterine cornua near where the fallopian tube attached. Plaintiff experienced another pregnancy on essure which is captured under case no. (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: unsuccessful hsg d/t cervical stenosis.; on (B)(6) 2010: occluded right. Patent left; on (B)(6) 2011: total bilateral occlusion, perforation (other) please describe: perforation through left uterine cornua, perforation (fallopian tube), other (please describe) patent right tube, perforation left tube.. Pregnancy test urine - on (B)(6) 2012: negative. Ultrasound abdomen - on (B)(6) 2012: two small ovarian cyst.. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: headache, back pain, vaginal discharge, abdominal pain lower, pregnancy (termination). Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: upon internal review: event pregnancy (termination) was updated to ectopic pregnancy. Outcome of pregnancy was updated. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), fallopian tube perforation ('perforation (fallopian tube)'), pregnancy with contraceptive device ('pregnancy (termination)') and genital haemorrhage ('had bleeding') in a (B)(6) female patient who had essure (batch no. 689929) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included cramp in lower abdomen, endometriosis, nausea, genital haemorrhage, vomiting, gravida, parity 3 (date of live births: ((B)(6) 2001), ((B)(6) 2004), ((B)(6) 2009).) And ectopic pregnancy. Previously administered products included for birth control: pills. Concurrent conditions included hyperkeratosis, inflammation, bacterial vaginosis, tooth ache, vaginal irritation, tenderness, vaginal infection, pelvic pain, urinary frequency, ovarian cyst, endoscopy, colonoscopy, ovulation pain and pelvic discomfort. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 3 months 29 days after insertion of essure. In 2011, the patient experienced abdominal pain lower ("lower abdominal pain") and back pain ("back pain"). In 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced migraine ("migraines / headaches"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vaginal infection ("infection(vaginal)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal pain ("belly pain") and scar ("scaring due to essure / less pain from scaring"). The patient was treated with surgery (on (B)(6) 2012,laparoscopic bilateral tubal ligation with filshie clips and removal of left essure coil). At the time of the report, the uterine perforation, fallopian tube perforation, pregnancy with contraceptive device, genital haemorrhage, abdominal pain lower, back pain, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, migraine, vaginal discharge, fatigue and abdominal pain outcome was unknown and the scar was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, abdominal pain lower, back pain, cystitis, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, migraine, pregnancy with contraceptive device, scar, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: no clear information about removal of both the essure devices. 3 coils :left, 2 coils: right. Patent left fallopian tube. Occluded right fallopian tube. Essure placed in left and steps 7 through 10 repeated there were 2 coils exposed on the right tube. There was approximately 1.5 cm-worth of t he essure coil perforating through the left uterine cornua near where the fallopian tube attached. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: unsuccessful hsg d/t cervical stenosis.; on (B)(6) 2010: occluded right. Patent left; on (B)(6) 2011: total bilateral occlusion, perforation (other) please describe: perforation through left uterine cornua, perforation (fallopian tube), other (please describe) patent right tube, perforation left tube.. Pregnancy test urine - on (B)(6) 2012: negative. Ultrasound abdomen - on (B)(6) 2012: two small ovarian cyst. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: headache, back pain, vaginal discharge, abdominal pain lower, pregnancy (termination). Most recent follow-up information incorporated above includes: on 3-jul-2019: pfs and mr received: case become incident. Lot number added. Previously reported event "injury nos" updated to new events: lower abdominal pain, back pain, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), infection (bladder), infection (urinary tract), infection(vaginal), pregnancy (termination), migraines, headaches, vaginal discharge, fatigue, perforation (uterus), perforation (fallopian tube), scar, belly pain, bleeding. Reporters information updated. Concomitant conditions and historical drug were added. Lab data were added. Reporter causality comments were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.